Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached 610 mg/dl while wearing the pod between 4 and 24 hours in the arm. The patient's mother reported being unsure the cannula was properly inserted in the infusion site, and that the pod was leaking. Symptoms reported include nausea and vomiting. The patient was treated with IV (intravenous) fluids and insulin. The patient was released 4 and a half hours later. The pod was worn when seeking medical attention, and later discarded in the ER.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.